Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation of the returned instruments has shown that the knob of the inner shaft is indeed completely broken off (missing and not returned). Some marks are clearly evident on the front part of the applicator, which make us believe that far too much mechanical force had been applied and resulted in the breakage of the knob (possible inadequate handling during the procedure). The broken surface is homogenous which indicates material conformity. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. No design related root cause can be identified on the returned device. The event occurred in (B)(6). No further specification given. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the inner shaft top broke. There was no reported patient or procedure involvement. This is report 1 of 1 for (B)(4).